Manufacturer narrative:
The stent remains in patient. The device was not returned for evaluation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.75*28mm and a 3.0*18mm xience xpedition stent were implanted in the mid-left anterior descending coronary artery that was 75% stenosed. Reportedly, the patient was examined regularly each year with normal results, and no discomfort with coronary heart disease; however, on (B)(6) 2019, the patient died of coronary heart disease while at home. The physician was unable to determine the relationship between the device and the event. No additional information was provided.